Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter was found to have control solution results outside the control solution range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (10/12/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/20/2013 and 10/3/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.